Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7304 implantable cardioverter defibrillator 2006 (B)(6); 5076 implantable pacing lead 2006 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.